Event description:
Doctor reported an event of "infection" being device related. A lap-band ap system surgical revision "access port revision" took place to treat event.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Infection is surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."